Event description:
Caller reported that the insulin gauge displayed an amount different than expected, experiencing a fill estimate issue with the pump showing a fill estimate of 37 units instead of the expected 260 units. There was no adverse impact to the customer's blood glucose level. The caller followed necessary steps, including removing air from the cartridge and using room temperature insulin, and was assisted by customer technical support (cts) to reload the cartridge. Cts instructed the caller to disconnect and deliver a 10.2 unit bolus, with the caller understanding and acknowledging that this would affect the insulin on board (iob). The issue was resolved after these actions, although the exact displayed fill estimate was not confirmed by cts at the time of resolution.